Event description:
It has been reported to philips that the system would not start up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the "system starting 00" is displayed and the system does not start. Fse did the troubleshooting and confirmed that the cause of the issue was power of flex vision 2 pc was always on. Fse turned the breaker off/on and reinstalled the flex vision os and application. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.